Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They reported the patient had not notified them of the issue and had not been to the office since (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called stating they needed assistance using the patient programmer they got a month prior from the repair department. They were getting poor communication with and without the antenna, it was recommended they consult with their healthcare provider regarding the implant and longevity was reviewed. The caller reported they were having problems with the patient programmer. They reported they were seeing the poor communication screen and also described seeing the sync screen. Caller stated they were not feeling stimulation and wanted to make an adjustment. Caller stated the ins was set at 5.85v, but was usually set at 2.8v. Caller was able to communicate for a moment, but the ins was off. They were walked through turning the ins back on and they turned the ins down to 1.8v, but they were not feeling stimulation. The caller then got stuck on the poor communication screen and could not resolve it. The patient was sent a new patient programmer to resolve the issue. They did confirm they were getting 50% symptom reduction, but they felt there was something wrong since they did not feel stimulation. No further complications were reported or anticipated.